Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. Vascular access was obtained via the shunt. The 75% stenosed target lesion was located in the severely calcified and moderately tortuous graft. This 6.0 x 40, 40cm mustang balloon catheter was inflated a total of 4 times. The 1st - 3rd inflations were inflated to 20atm and upon the 4th inflation, the balloon ruptured at 20atm. The device was removed from the patient intact. The procedure was completed with this mustang balloon catheter. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. Vascular access was obtained via the shunt. The 75% stenosed target lesion was located in the severely calcified and moderately tortuous graft. This 6.0 x 40, 40cm mustang balloon catheter was inflated a total of 4 times. The 1st - 3rd inflations were inflated to 20atm and upon the 4th inflation, the balloon ruptured at 20atm. The device was removed from the patient intact. The procedure was completed with this mustang balloon catheter. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for analysis and a longitudinal tear in the balloon was noted. The tear stretched from 1mm proximal to the proximal edge of the proximal markerband and extended distally along the balloon for approximately 12mm in length. No issues were noted with the proximal markerband. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).